Event description:
It was reported the camera head where it connects to the rigid scope is slightly out of alignment and the image is not clear but is appearing as a crescent moon on the screen. This issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in camera unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to misalignment of coupler unit and disconnection in camera unit, the guidepost position of camera head and image is out of the standard. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.